Event description:
Info received from international affiliate regarding a second device involved in a previouly reported event. (MFR report number 1018381-2004-00002). Device #2: report received for an injection port that leaked during use. The pt was receiving an unspecified dose of "5fu" when the nurse noted that the bedding was wet. The nurse changed the medication bag, but the second bag used reportedly leaked too. A third bag was hung and therapy was resumed successfully. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.